Manufacturer narrative:
Investigation completed 08/22/2017. Device history review documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: nov 2015. Service history: there is no service history available for review - this is the 1st time that the handpiece was returned. Trend analysis a minimum of 12 months¿ review of cusa excel handpieces part number c2600 was completed in the complaint system using the following key words ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed (B)(4) dates 21-aug-2016 to 21-aug-2017. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the 40th identified cusa excel handpiece complaint for the reported failure due to handpiece being over-torqued by the user. In addition to trending, the customer complaints review completed in the complaint system identified no other complaints have been received in this period for serial number under investigation. Rate of occurrence: during the time period ¿sep-16 to aug-17¿, the global product usage for cusa excel handpieces was calculated as (B)(4) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 40 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.044% of procedures. This percentage is within the probability of occurrence scored in the cusa excel mdha (B)(4); probable ((B)(4)). No further action is required. Future complaints will be continued to be monitored and trended. Failure analysis: reported failure was confirmed; during investigation it was observed that the transducer was twisted in the handpiece housing due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. As part of the repair, the following parts were replaced: handpiece housing and o-rings. Handpiece was calibrated and functionally tested within specifications prior been returned to customer. The complaint report can be closed as the reported incident was verified and duplicated. Conclusion: the failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'.

Event description:
The transducer twisted into the housing. Additional information was received on (B)(6) 2017 with the following: on (B)(6) 2017, a (B)(6) male, was yet asleep when the issue occurred. The issue was detected during assembly of device, transducer twisted into the housing. There was no patient injury to the patient but the event lead to an increase of surgery time of 1 hour. It was reported that the consequence to the patient was more anesthesia, and a late wake up.